Event description:
Consumer complaint of blood result reading of "hi". Performed back to back blood glucose tests and the results were both "hi". Last blood results in memory: 349mg/dl, 590mg/dl, 530mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).